Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12/27/2018. (B)(4). The manufacturer¿s international service technician replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the green and orange power led turned off due to vibration. There was no patient involvement.